Manufacturer narrative:
H10 h6: evaluation is not possible, as the device will not be returned. The lot number has not been provided making an examination of the manufacturing records prohibitive. A review of the complaint records was performed for this device family, which confirmed additional allegations have been reported within the scope of the reported study. The investigation was limited to the information provided. This investigation could not draw any conclusions about the reported event with the limited clinical details provided.

Event description:
It was reported that 6 months after surgery with an smith and nephew device, patient had pain and decreased motion. The event was treated with removal of rim ossicle. It is unknown the outcome of the patient. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.